Event description:
Initial hcg result 39.49. Same sample repeated gave result of 29,000. Same sample repeated again with and without dilution. The sample that was not diluted recovered >10,000. The diluted sample gave result of 34823. If additional information is received, appropriate notification will be provided.